Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure alarm. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. The pump failed pressure testing. Further testing found the downstream occlusion sensor alarm values to be outside of manufacturing specifications. A root cause for the faulty sensor and failed pressure tests could not be determined.